Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unused q-syte unit without packaging. The unit consists of the q-syte only. In addition, four photographs were submitted which displayed similarities to that of the returned unit. Through the visual examination there are no anomalies or damage to the external areas of the q-syte, at the top or bottom body of the q-syte (polycarbonate) or to top disk. Further evaluation revealed a tear at the column wall of the septum (column tear) near the vent hole. The slit at the top disk and bottom disk are centered in the correct position with a small tear at each end of the slits. A leak test was performed in both the actuated and un-actuated positions. Leakage was not observed in either position. Although it is not confirmed that actual leakage did occur during testing, the column tear observed in this unit could be indicative of potential leakage in the clinical setting. The defect ¿leakage¿ as stated in the report was not confirmed based on evaluation of the returned unit. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that fluid leaked from the septum of the bd q-syte¿ luer access split-septum stand-alone device during the infusion. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about leakage from the septum of q-syte. During infusion (saline and midazolam), the fluid leaked from the septum of q-syte. No health hazard to the patient or hcps was reported. Primary cleaning of blood on the product was completed at the hospital (customer)."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that fluid leaked from the septum of the bd q-syte¿ luer access split-septum stand-alone device during the infusion. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about leakage from the septum of q-syte. During infusion (saline and midazolam), the fluid leaked from the septum of q-syte. No health hazard to the patient or hcps was reported. Primary cleaning of blood on the product was completed at the hospital (customer)."